Manufacturer narrative:
It was reported that the patient was operated with the evos clavicle plate and screws, for an pseudo arthrosis. The patient had pain after 14 days, and x-ray revealed that all 5 lateral screws (1 cortex and 4 locking), had loosened and lay outside the plate and just beneath the skin. A revision surgery was performed to correct the problem. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A review of risk management files found that the reported failure was documented appropriately. A medical analysis noted that two undated, unlabeled x-rays confirmed the stated failure. However, without the requested relevant clinical information, primary and revision report, trauma history, physical activity or the device the root cause of the reported loosening cannot be determined. Technique error of the prep or selection for the screws cannot be ruled out as well the quality of the bone as it could play a factor in this failure. Based on the limited information provided, the impact to the patient beyond the revision cannot be determined. Therefore, no further clinical/medical assessment is warranted at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
It was reported that the patient was operated with the evos clavicle plate and screws, for an pseudo arthrosis, patient had pain after 14 days, and x-ray revealed that all 5 lateral screws (1 cortex and 4 locking), had loosened and lay outside the plate and just beneath the skin. A revision surgery was performed to correct the problem. The affected complaint device, used in treatment, was returned and evaluated. A visual inspection of the returned device shows no obvious signs of damage on the part. A dimensional analysis noted that all measurable device features are within specifications. Features checked include threads, and head thread and diameters of the head and shafted. As batch information was not available on the device, therefore the manufacturing records review could not be conducted. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode. A review of the risk management files and instructions for use revealed that this failure mode has been identified. A relationship between the device and the reported incident or adverse event could be corroborated. A medical analysis noted that without the requested relevant clinical information, primary and revision report, trauma history, physical activity or the device the root cause of the reported loosening cannot be determined. Technique error of the prep or selection for the screws cannot be ruled out as well the quality of the bone cannot be concluded which could also play a factor in this failure. Based on the limited information provided, the impact to the patient beyond the revision cannot be determined. Therefore, no further clinical/medical assessment is warranted at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the patient was operated with the evos clavicle plate and screws, for an pseudo arthrosis, patient had pain after 14 days, and x-ray revealed that all 5 lateral screws (1 cortex and 4 locking), had loosened and lay outside the plate and just beneath the skin. Revision surgery was performed to correct the problem.